Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 3 on the home choice (hc). The caregiver (cg) stated they received the se 2240, recycled the power and the se 2367 alarmed. The cg then recycled power and was at press go to start and took the cassette out. The cg then disconnected the supplies and discarded them. The technical service representative (tsr) advised the cg that they would need to start over with new supplies or do a manual exchange, then inform the peritoneal dialysis nurse (pdn) of the se 2240. The home patient (hp) would do a manual exchange. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, then a follow up MDR will be submitted.